Event description:
It was reported within two weeks post implant that the patient presented to the clinic with "hiccup" symptoms. Interrogation showed there was double counting with potential far field p-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1882tc competitor implantable pacing lead (B)(6) 2012. (B)(4).